Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarming gas loss, the unit was swapped out. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that customer had a tag on the unit that the unit was alarming with gas loss. Found a slight helium leak at the regulator, parts on order. Replaced he regulator, completed checkout including all functional and safety tests as per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).